Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, when the user was attempting to remove medication, the system opened two pockets, which forced the removal of only one medication and resulted in a discrepancy, despite attempting to discontinue the pocket, the issue remained unresolved and continued to display a discrepancy. The customer stated that this malfunction caused a delay and affecting patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini pocket 1.6 engine was failed, causing a cascading failure across all pockets. A field service engineer replaced the faulty engine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.